Event description:
On 12/9/96 after CABG x 5 a lvad was placed. On 12/13/96 rn hung 1000 unit heparin flush bag instead of 25,000 unit heparin infusion bag. Act dropped to 114, necessitating changing of lvad due to clotting. Pt died later of brain infarcts.